Event description:
It was stated that the customer was taken to the ER due to blood glucose levels above 600 mg/dl. It was stated that the customer changed the infusion set and gave a bolus prior to the event. The customer also treated with manual injections, but was still feeling sick and vomiting. In addition, it was stated that the insulin pump has a crack, but the customer is able to read the display. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.